Event description:
In the past week, I had 2 dexcom g6 sensors malfunction and report that my blood glucose was critically low when it was within normal range. I use an insulin pump with a feedback system that adjusts my insulin dose based on blood glucose readings from my dexcom g6 sensors. Due to the incorrect low blood glucose values supplied by the sensors, my insulin pump reduced and stopped insulin delivery which resulted in problematic high blood glucose values with residual effects lasting for many hours. This is a frequent problem with dexcom g6 sensors reading blood glucose levels significantly lower than actual blood glucose levels even after calibration. Dexcom g6 value was reporting as low (less than 40 mg/dl). When tested with freestyle blood glucose meter via fingerstick, value was actually 103 mg/dl. FDA safety report ID# (B)(4).